Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.